Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/26/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Please clarify what do you mean by ¿the thread breaks when polishing¿? 2. When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify 3. Please clarify how many devices was used on this single procedure 4. If this event occurred in multiple procedures, please provide information requested above for each patient event. 5. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). 6. Please provide lot numbers involved 7. Status of product return 8. It was mentioned that the event "happened in other sautéed lots of this same product". Please clarify, did an additional lot number have the same issue? If yes, did the issue occur during the same procedure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The thread breaks when polishing. Then it happened in other sautéed lots of this same product. There were no patient consequences reported. Additional information was requested.